Event description:
This is an international report where the homechoice (hc) sounded a check lines and bags alarm during prime. The home patient (hp) was not connected to the machine. The hp used 2 drain bags. The technical service representative (tsr) had the hp push the spikes to the drain bag further into the manifold and returned to prime. The hc seemed to be priming fine. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This report of a check lines and bags alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate in relation to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time.